Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator is giving oxygen not available message and high o2 supply pressure alarm. The customer reported the unit was not in use on patient.